Manufacturer narrative:
The event unit was returned to applied medical for evaluation, without the tissue bag and portion of the cord. As the tissue bag was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the tissue bag, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure performed: cholecystectomy. Event description: [user facility]. This is a complaint from the market. Administrative no.(B)(4). Refer to the complaint sheet for investigation. Report from the sales rep when tried to use during the procedure, the bag didn¿t close. The doctor was determined that the device was damaged, therefore he cut the bag. The case was completed with the new one. Were the metal supports partially or fully exposed upon deployment? The information is unavailable. Did the device jam during deployment of the actuator/plunger? The information is unavailable. Was there an attempt to unroll the bag? If so, how/what technique did you use? Were any instruments used? Tried to manually unfold but the bag would not budge. No other instruments were used. Shears were used during bag cutting. Was the plunger/actuator pressed forward towards the handles, then retracted, and then re-advanced (partially deployed, retracted, and then redeployed)? The information is unavailable. Was the device safely removed from the patient? How? The device has been safely removed and recovered. Was there enough room in the body cavity for the bag to open? It was confirmed that there was enough room. Use frequency. Three times per month. Initial investigation report: the event unit was returned to us and visually inspected. The bag was not returned. The unit will be returned to amr for further evaluation. Admin# (B)(4). Products available for return: 1 introducer, 1 package. Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure performed: cholecystectomy event description: [user facility]. This is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep; when tried to use during the procedure, the bag didn¿t close. The doctor was determined that the device was damaged, therefore he cut the bag. The case was completed with the new one. 1) were the metal supports partially or fully exposed upon deployment? Answer) the information is unavailable. 3) did the device jam during deployment of the actuator/plunger? Answer) the information is unavailable. 4) was there an attempt to unroll the bag? If so, how/what technique did you use? Were any instruments used? Answer) tried to manually unfold but the bag would not budge. No other instruments were used. Shears were used during bag cutting. 5) was the plunger/actuator pressed forward towards the handles, then retracted, and then re-advanced (partially deployed, retracted, and then redeployed)? Answer) the information is unavailable. 6) was the device safely removed from the patient? How? Answer) the device has been safely removed and recovered. 7) was there enough room in the body cavity for the bag to open? Answer) it was confirmed that there was enough room. 8) use frequency. Answer) three times per month. Initial investigation report the event unit was returned to us and visually inspected. The bag was not returned. The unit will be returned to amr for further evaluation. Admin# (B)(4). Products available for return: 1 introducer, 1 package intervention: the case was completed with the new one. Patient status: no patient injury.